Manufacturer narrative:
This report is submitted on july 6, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and poor performance with device use. Subsequently, the device was explanted on (B)(6) 2018 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on june 05, 2019.